Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that no actions/ intervention were taken to resolve the issue. Rep plans to follow up with patient on (B)(6) 2018 one week post last adjustment. The information has been confirmed by the physician account. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). On (B)(6) 2018. The patient was contacted and they are still having difficulty initiating voiding and bowel movements with stimulator on. Patient has trained himself to just turn it off prior to going to the bathroom and has no issue. Rep has no further information. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of difficulty with urinary and fecal initiation. They turned the stimulator off and had no issues. They now simply turn off the system prior to going to the bathroom. The patient was receiving 80% pain relief and their impedances were within the normal limit. The representative decreased the mas in all positions. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient had urinary and fecal retention when stimulator is on. It was relieved when stimulator is off. Patient's device was reprogrammed on (B)(6) 2018. The etiology was reported to be possibly related to device and therapy but not related to implant procedure. The outcome of the event is ongoing. No further complications were reported as a result of this event. July 6, 2018, interface update (sdy, hcp): additional information received from the healthcare provider (hcp) of a clinical study indicated that the cause of the urinary and fecal retention was not determined. The patient was reprogrammed on (B)(6) 2018. The event was ongoing as of (B)(6) 2018. It was further provided that the etiology was due to programming. The most recent interrogation prior to the event was on (B)(6) 2018. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient had urinary and fecal retention when stimulator is on. It was relieved when stimulator is off. Patient's device was reprogrammed on (B)(6) 2018. The etiology was reported to be possibly related to device and therapy but not related to implant procedure. The outcome of the event is ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a rep. It was reported that these issue had been occurring since the patient was implanted.